Event description:
According to the complainant, when flushed prior to use, the device leaked the dye at mid cannula. The procedure was completed with another rx pre-curved ercp cannula device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as good.

Manufacturer narrative:
Received one rx ercp cannula tapered tip, in a ziploc and biohazard bag, inside the original open pouch with product label. Massive residue was present on the device to indicate use. A visual evaluation found that the working length was bent. The outer diameter of the bonded joint was measured and found to be within the manufacturing specification. A functional evaluation was performed by injecting water through the device, which was found to leak at the proximal end of the bonded joint. Customer complaint of the device leaking confirmed. The most probable root cause for the leak issue is that during manufacturing the joint between the two extrusions was not bonded correctly, which caused the device to leak. A search of the complaint database revealed no additional complaints reported for the same lot.